Event description:
It was reported that during a ptca procedure in the prox/mid right coronary artery (rca), the liberte stent appeared to be moving with the circulation and needed additional intervention to deploy it. The lesion being treated was a large eccentric lesion, 4 1/2 mm inm diameter and 20 mm in length, partially calcified, and 80% occluded. Using a fr4 6f guide and short iq marker wire, the physician put the stent delivery system on the wire and crossed the lesion without predilating. With the angiogram they could see the stent sliding down the delivery balloon every time the heart contracted, however, it remained on the wire. The physician advanced the delivery catheter distal to the stent, inflated to 1 atm to capture the stent, pulled it back proximal in the rca and deployed the stent, partially covering the lesion in the mid rca. Physician then went in with a 4.5x16 stent and placed it proximal to the 4.5 x 28 stent. Pt is ok. There were no pt complications.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.